Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to complete the load fill tubing sequence after completing it prior. Customer's blood glucose level was 75 mg/dl. Customer was able to successfully complete the fill tubing sequence.